Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") and diverticulitis ("diverticulitis") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), myalgia ("muscle pains") and insomnia ("insomnia"). At the time of the report, the pelvic pain, diverticulitis, myalgia and insomnia outcome was unknown. The reporter provided no causality assessment for diverticulitis, insomnia, myalgia and pelvic pain with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed (B)(6) 2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 13.378 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.